Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 178, 181, 237, 157 and 129 mg/dl. The customer¿s expected am fasting blood glucose test result range is 225-325 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 06/30/2023; product storage and open vial date were not disclosed. The meter memory was reviewed for previous test result history: result 1: 178 mg/dl. Date: (B)(6) 2022. Time: 11:24 am. Fasting. Result 2: 181 mg/dl. Date: (B)(6) 2022. Time: 10:08 am. Fasting. Result 3: 237 mg/dl. Date: (B)(6) 2022. Time: 10:19 am. Fasting. Result 4: 157 mg/dl. Date: (B)(6) 2022. Time: 10:18 am. Fasting. Result 5: 129 mg/dl. Date: (B)(6) 2022. Time: 10:32 am. Fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 18-jul-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.